Event description:
We are notifying you that we have received one complaint (B)(4) from our customer regarding your product. Spike loose or falls out. Material- 412143. Batch- ube657. No sample. (B)(4). Customer (B)(6)), epic care. When did the failure occur: during preparation. Reason of complaint: having issues with ref: (B)(4) onguard bag adaptor, where the spike is slipping off the bag and causing chemo spills and waste. Response expected by: customer; complaint receiver. Patient injury- no. Attached information- (B)(4) registration form customer complaint.